Event description:
It was reported the patient died 8 days after device implant. The cause of death has been requested and not received.

Event description:
It was reported the patient died 8 days after device implant. Follow up revealed the death discharge summary from the hospital notes the final diagnosis were gangrenous lower extremity secondary to arterial insufficiency with amputation; renal failure secondary to severe congestive heart failure and postop state; severe cardiomyopathy with congestive heart failure; diabetes mellitus; atrial fibrillation with pauses for which he received a pacemaker; enterococcus and staph aureus infection of lower extremities; acute pulmonary embolism postop. No mention of any device performance concerns after implant. Patient condition deteriorated and was made do not resuscitate per family prior to his death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.